Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. 3 implants were placed in class ii bone during a routine procedure. 2 weeks post-op, the pt presented asymptomatic and a diagnosis of perapical abscess for site #21 was made. Site #20 was evaluated at that time and the implant appeared fine. Implant #21 was removed, but the clinician believes that the infection did spread to site #20. The other implants have not yet been removed.